Event description:
Reported received from an abbott international affiliate which states, "measurement of cco was not available during the cardiac surgery, then it was noticed that blood exuded the gap in the electrical cable for thermistor after the operation. These problems occurred after two hours from the insertion of opticath. It was reported that there was no harm to the patient."